Manufacturer narrative:
Correction provided in section h1. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device, along with the two added concomitant items, were all returned to the manufacturing site as documented in section d9. Added two concomitant items as documented in section d10. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a fracture at the base of the jaws of the robi clamp was discovered during a procedure. The doctor states that it took over 30 minutes to find a similar clamp. No death or (unanticipated) serious deterioration in state of health reported.